Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/27/2016. The fse found a leak from the probe wipe assembly. He observed that the rinse block was cracked and broken. The fse replaced and aligned the probe wipe assembly which resolved the leak and the instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a green fluid leak of approximately 20ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. The customer stated that the wbc background had failed and a "manual probe obstructed" error had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/27/2016. The fse found a leak from the probe wipe assembly. He observed that the rinse block was cracked and broken. The fse replaced and aligned the probe wipe assembly which resolved the leak and the instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a green fluid leak of approximately 20ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. The customer stated that the wbc background had failed and a "manual probe obstructed" error had been generated at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.